Manufacturer narrative:
(B)(4). Date sent to the FDA: 08/21/2017. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was any additional tissue dissection required or damage to due to searching for the needle tip? No. Please verify that the needle tip was retrieved during the same surgery. Yes.

Event description:
It was reported that a patient underwent a myomectomy on (B)(6) 2017 and a barbed suture was used. During the procedure, the needle broke when suturing the uterus and the broken piece was retrieved from the patient. Another like device was used to complete the procedure with no adverse patient consequences. The current condition was reported as stable.

Manufacturer narrative:
A fracture was observed in body of the needle. The fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage, a cup-and-cone shaped fracture and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure.